Manufacturer narrative:
(B)(6). (B)(4). It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence. The gore® dualmesh® plus biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material."

Event description:
It was reported to gore that the patient underwent laparoscopic incisional hernia repair on (B)(6) 2008 and (B)(6) 2017, whereby a gore® dualmesh® plus biomaterial was implanted. It was reported the patient alleges the following injuries: recurrence, bowel adhesions, additional surgery, severe pain, infection. Additional event specific information was not provided.

Manufacturer narrative:
B7: added medical history. H6: updated results code 2 for sterilization evaluation. Conclusions code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: implant #1 procedure: laparoscopic gortex patch repair of the incisional hernia. Implant: gore® dualmesh® plus biomaterial (1dlmcp04/05563162) implant #1 date: (B)(6) 2008 (hospitalization dates unknown) (B)(6) 2008: (B)(6) hospital. (B)(6), md. Operative report. Assistant: (B)(6) md. Preoperative and postoperative diagnosis: periumbilical incisional hernia. Estimated blood loss: negligible. Specimens: none. Procedure: ¿the patient and surgical site were identified and informed consent was obtained. Patient was brought to the operating room and placed on the operating table in supine position. Intravenous antibiotic was given preoperatively, general endotracheal anesthesia was induced. Entire abdomen was prepped and draped in a sterile fashion. A 10 mm balloon tipped trocar was inserted under direction vision to a right flank incision at the tip of the 11th rib. Pneumoperitoneum was induced with carbon dioxide and pressure was maintained and tolerated well at 15 mmhg. Two additional 5 mm trocars were placed in the right flank under direct vision. The centrally positioned hernia was visualized. Adhesions between the omentum and the anterior abdominal wall were lysed using scissors. No cautery was used during dissection. There were no significant adhesions between the small bowel and the anterior abdominal wall. Three 5 mm trocars were placed in the left flank area to facilitate dissection. Spinal needles were inserted through the abdominal wall to outline the appropriate size repaired to overlap the hernia by at least 4 cm in all directions. Most of the overlap was 6 cm. The needle entry sites were marked on the anterior abdominal wall and the needles were removed and abdomen was deflated. Measurements were taken and the 15 x 19 cm gortex dual mesh patch was selected for the repair. Patch was marked for proper orientation and four coronary cardinal sutures were placed extraperitoneally. A patch was rolled and inserted into the peritoneum through the 10 mm trocar site. The patch was unrolled intraperitoneally and the cardinal sutures were pulled through the abdominal wall through small stab incisions using suture passer. Care was taken to stretch the patch tightly against the undersurface of the abdominal wall. This was accomplished and sutures were tied and knots were buried subcutaneously. Next, the perimeter of the patch was secured to the peritoneum using titanium screw tacks. This was done at the 1 cm intervals and care was taken to unroll the edges of the patch. Next, #1 prolene transabdominal sutures were placed through small stab incisions at 4 cm intervals around the perimeter of the patch. Sutures were tied sequentially and knots were buried in subcutaneous tissue. Peritoneum was irrigated and good hemostasis was observed. At the 10 mm trocar site, o vicryl was placed through the fascia at the 10 mm site using endoclosure instrument. All trocars were removed under direct vision and no bleeding was noted. Pneumoperitoneum was deflated and the vicryl was tied obtaining secure fascial closure. Subcutaneous tissue was closed using interrupted 3-0 vicryl and skin was closed using staples. Sterile dressing and abdominal binder were secured. Patient was awakened and extubated in the operating room. He was taken to recovery room in satisfactory condition having tolerated procedure well.¿ (B)(6) 2008: [facility ni]. Implant record. Doctor: (B)(6). Ventral hernia. 15 cm x 14 cm. Implant sticker. Gore dualmesh® plus biomaterial. Ref catalogue number: 1dlmcp04. Lot batch code: 05563162. W.l. Gore & associates. Implant #2 preoperative complaints: no information. Implant #2 procedure: laparoscopic gore-tex patch repair of the recurrent ventral hernia. Implant: gore® dualmesh® plus biomaterial (1dlmcp08/15634455, 26cm x 34cm) implant #2 date: (B)(6) 2017 (hospitalization dates unknown) (B)(6) 2017: (B)(6) sullivan hospital. (B)(6) md. Operative report. Preoperative and postoperative diagnosis: recurrent incarcerated ventral hernia. Estimated blood loss: negligible. No specimens. ¿ procedure: ¿patient and surgical site were identified and informed consent was obtained. Patient was brought to the operating room, placed on the operating table in supine position. Timeout was performed and all members of surgical team confirmed patient's identity and the surgical site. Intravenous antibiotic was given preoperatively. General endotracheal anesthesia was induced. Entire abdomen was prepped and draped in a sterile fashion. 0.5% naropin was injected at the incision sites. A 5 mm trocar was inserted through the right upper quadrant incision outside of the outline of previous gore-tex patch placement. Preperitoneal cavity was encountered at this level and pneumoperitoneum was induced with carbon dioxide. Pressure was maintained and tolerated well at 15 mmhg. There are adhesions between the omentum and the undersurface of the gore-tex patch previously used to repair periumbilical ventral hernia. Right flank area is free of adhesions and three 5 mm trocars were placed in that area under direct vision. Approach was switched to that side and adhesions between the omentum and undersurface of the gore-tex patch were dissected thoroughly and completely. Middle bowel was adherent to the patch. This provided good visibility in the left flank area where 3 additional trocars were placed under direct vision. Two of these were 5 mm instruments and one of them was a 12 mm trocar. All dissected areas were irrigated. Good hemostasis was present. No enteric content leaks were seen. Next, falciform ligament was detached from the anterior abdominal wall over its distal portion using cautery to make room for generous patch repair. Hernia was reduced in the preoperative period, but it is clearly visible just below the lower edge of the old gore-tex patch. Next, the anticipated extent of repair was marked on the anterior abdominal wall using transabdominally placed spinal needles. We were planning to the cover the old patch as well extend well beyond its lower margin into the suprapubic area. This will provide minimum of 4 cm overlap in all directions beyond the hernia defect edges. Measurements were taken on deflated abdomen. Appropriate size dual mesh gore-tex patch was then selected for repair. Patch was trimmed for proper size and shape to accommodate previous measurements and it was marked for proper orientation. Four quadrant cardinal sutures of gore-tex were placed around perimeter. Patch was then rolled and inserted into the peritoneal cavity through the 12 mm trocar site. Patch was unrolled intraperitoneally and positioned centrally underneath the fascial defect and the old gore-tex patch. Cardinal sutures were pulled through the abdominal wall using small stab incisions and suture passer. Care was taken to stretch the patch tightly against the undersurface of the anterior abdominal wall. When this was assured, cardinal sutures were tied and knots were buried subcutaneously. Next, the edge of the patch was secured to the peritoneum using titanium tacks at 1 cm interval around perimeter of the patch. Next, 4 additional transabdominally placed sutures of gore-tex were completed securing of the patch. These were placed through small stab incisions using suture passer. Knots were tied and buried subcutaneously. Peritoneum was inspected and irrigated again. Good hemostasis was present. No enteric content leaks were seen. Number 0 vicryl was placed through the fascia at the 12 mm trocar site using endo closure instrument. All trocars removed under direct vision. No bleeding was noted. Pneumoperitoneum was deflated and vicryl was tied obtaining secure fascia closure. Subcutaneous tissue was closed with interrupted 3-0 vicryl. Skin was closed using staples. Sterile dressings and abdominal binder were secured. Patient was awakened and extubated in the operating room. He was taken to recovery room in satisfactory condition having tolerated procedure well.¿ (B)(6) 2017: missouri baptist sullivan hospital. Intraoperative notes. Implant sticker. Gore® dualmesh® plus biomaterial. Ref: (B)(4). Sn: (B)(6) expiration: 06/30/2019. 26 x 34 [hand written]. A potential relationship, if any, between the alleged injuries or complications and the gore device is unclear from the provided information at this time. It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence. The gore® dualmesh® plus biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
B7: added medical history. H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: relevant medical information: on (B)(6) 2008: [facility ni]. (B)(6), md. History and physical. Painful periumbilical hernia. A week ago, was lifting some floats on the river when he felt intense pain at umbilicus and a bulge developed in the area. Has ben tender since preventing him from doing any physical activity. Surgical history: appendectomy. Bilateral inguinal hernia repair. Social history: smokes ½ pack of cigarettes a day. Exam: abdomen: moderately obese and generally soft. There is a tender, reducible small tangerine size ventral hernia in the infraumbilical area. Impression/plan: periumbilical ventral hernia. Recommend laparoscopic goretex patch repair of the hernia. He wishes to proceed with the surgery. Implant #1 date: on (B)(6) 2008 (hospitalization on (B)(6) 2008). The records confirm a gore dualmesh® plus biomaterial (1dlmcp04/05563162) was implanted during the procedure. Relevant medical information: on (B)(6) 2008: [facility ni]. (B)(6), md. Discharge summary. Discharge diagnosis: incisional hernia. Hospital course: underwent elective laparoscopic repair of incisional hernia using gore tex material. Tolerated the procedure well. Postoperative day 1, complaining of pain. Incisions were clean and intact, diet was advanced. Postoperative day 2, cellulitis noted in periumbilical rea. Because of patient¿s history of methicillin -resistant staphylococcus aureus infections, vancomycin was started intravenously. Cellulitis resolved over the next several days. Discharged home. Follow up care arranged. On (B)(6) 2017: (B)(6), fnp. Emergency room visit. Complaint of severe mid abdominal pain, started 2 days ago. Reports remote hernia repair and states pain in that general area. Exam: abdomen: normal bowel sounds, non-distended, supra umbilical tenderness to palpation, no palpable organomegaly, no masses, no bruits. Wbc 17.08. History of lung cancer, bladder cancer. Surgical history: bladder surgery, lung surgery. Social history: smoker. Impression/plan: incarcerated ventral hernia. Partial small bowel obstruction. Admit. On (B)(6) 2017: (B)(6), md. Radiology - CT abdomen/pelvis. History: abdominal pain. Prior hernia repair. Bladder cancer. Lung cancer. Findings: postop anterior abdominal wall. Just below the mesh, there is a midline dehiscence in the anterior abdominal wall through which the intraabdominal fat and small bowel protrudes. This ventral hernia is new. There is no bowel obstruction. Surrounding inflammatory changes not seen. Mild diverticulosis left colon. Impression: postop anterior bowel wall. Ventral hernia in the midline just below the mesh and containing intra-abdominal fat and a small bowel loop. This is new. Diverticulosis. On (B)(6) 2017: [facility ni]. (B)(6), md. History and physical. 2 days ago, developed periumbilical pain with his umbilicus protruding, accompanied by nausea. Pain persistent and present to the emergency room. Patient smokes half a pack of cigarettes a day. Exam: abdomen: moderately obese and generally soft and nontender. There is reproducible infraumbilical hernia that at present time is nontender. It was tender upon presentation. Impression/plan: recurrent incarcerated on presentation now reducible ventral hernia. Chronic obstructive pulmonary disease. Uncontrolled type 2 diabetes. Admit for bowel rest and laparoscopic gore-tex patch repair or hernia recommended. Implant #2 date: on (B)(6) 2017 (hospitalization on (B)(6) 2017). Relevant medical information: on (B)(6) 2017: (B)(6), md. Emergency room visit. Reports umbilical hernia repair with mesh on (B)(6) and released on (B)(6), since he has been home has been developing increasing abdominal pain, vomiting, and diarrhea. Patient also reports he is supposed to be wearing oxygen due to only having one lung but hasn't been wearing it since last night because he feels bad. Complaints of cough. Given percocet for pain but states they make him feel sick. Has not been taking percocet consistently. Wbc 15.57. Impression/plan: patient stable and CT abdomen is negative for any acute process it was suggested a seroma. Discussed with surgeon and wants him discharged to follow up with him in 2 days for reevaluation. Postop pain. Vicodin given. Advised him to be seen again for pain, fever or worsening condition. On (B)(6) 2017: (B)(6), md. Radiology ¿ CT abdomen/pelvis. History: umbilical hernia repair with placement of mesh on (B)(6). Worsening abdominal pain, vomiting and diarrhea. History of bladder cancer, lung cancer, pneumonia. Findings: there are some mild bilateral infiltrates and a small nodule in the right lower lobe. There is some left lateral pleural thickening and lingular infiltrate adjacent to it with small amount of air tracking along the left lateral chest wall probably from previous surgery or intervention or small hernia of the lung at previous operative site. This was present on the previous study. Liver and spleen have a normal size and contour. There is mild fatty infiltration of the liver. Gallbladder appears unremarkable. Pancreas appears unremarkable. No hydronephrosis. Aorta has a normal diameter. There is a large mesh present in the anterior abdominal wall with a small amount of fluid anterior and posterior to the mesh. The mesh extends into the anterior pelvic wall. At the site of the previous periumbilical hernia which previously contained a small bowel segment, there now appears to be a fluid collection measuring approximately 3.8 x 1.2 cm. It may be postoperative. It is at the same site as the previous loops of bowel but I doubt that this represents a bowel loop and it may represent a postoperative small fluid collection. There is diverticulosis of the colon without CT evidence for diverticulitis. Impression: postoperative changed in the anterior abdominal wall overlapping mesh in the abdomen and pelvic wall anteriorly. At the site of the left periumbilical hernia which previously contained a loop of bowel there is now an approximately 3.8 x 1.2 cm fluid collection which has very similar contour to the hernia sac noted previously. I doubt however that this represents a loop of bowel and may be fluid in the operative site. Clinical correlation necessary. There is also a very small amount of fluid along the anterior and posterior aspects of the mesh in the anterior pelvic wall consistent with postoperative changes. Infiltrates with small right pulmonary nodule as described above. Small herniated of lung left anterolateral chest wall probably related to previous surgical site. On (B)(6) 2017: (B)(6), md. Emergency room visit. Left lower quadrant pain. Postop day #30. Non-impressive postop recovery. Patient states laying on couch then sat up and felt sudden onset of left lower quadrant tenderness severe pain in a band distribution primarily on left side below umbilicus at level of pelvic brim. Exam: abdomen: bowel sounds are absent. Multiple areas of staples across both abdominal quadrants lower and upper; patient is obese; tender exquisitely in the left lower quadrant. Wbc 15. Impression/plan: rectus sheath hematoma. Outpatient follow up diagnosis rectus sheath hematoma. Patient discharge to home. Follow up with (B)(6), md. On (B)(6) 2017: (B)(6), md. Radiology ¿ CT abdomen/pelvis. History: severe abdominal pain. Recent hernia repair. Findings: abdominal wall: the patient is status post ventral hernia repair. The fluid at the site of the periumbilical hernia has resolved come minimal residual soft tissue likely representing post-operative scarring. The patient has wispy density along the posterior inferior margin of the left rectus sheath with high density within the left rectus sheath on the left compatible with rectus sheath hemorrhage. Impression: left rectus sheath hematoma. Mild bibasilar atelectasis. A potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information. It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence. The gore® dualmesh® plus biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.

Manufacturer narrative:
H6: conclusion code remains unchanged. H10/11: added changes to initial allegations. The allegations in the description summary were updated to: hernia recurrence, dense adhesions to bowel, bowel adherent to mesh, abscess, abdominal wall fluid collection. Additional event specific information was not provided. It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence. The gore® dualmesh® plus biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.

Manufacturer narrative:
H6: updated health effect h6: updated investigation finding h6: updated investigation conclusions: h6: health effect impact code: f26: no health consequences or impact h6: medical device component: g04088: membrane the investigation has been completed. Based upon the totality of the information received over the course of the investigation and reported by gore in the previously submitted medical record narratives the following conclusions have been reached. As previously reported, all pertinent medical records requested may not have been received. Through gore's investigation and based on the available information there is no available information that reasonably suggests that a gore device may have caused or contributed to death, serious injury or reportable malfunction, and is no longer considered reportable. Therefore, this event is being coded as no clinical signs, symptoms or conditions, no health consequences or impact and will be closed as no problem detected. Previous patient codes were reported based on the original complaint and are no longer applicable and/or not reportable per gore¿s investigation. It should be noted that the gore® dualmesh® plus biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the instructions for use further warn: ¿as with any implantable surgical device, strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ procedure and specific patient factors may contribute to or cause infection, leading to contamination, exposure, lack of incorporation and/or seeding of device. Procedure related factors may include adherence to clinical guidelines on infection risk management, contamination of device prior to or during implant, and post-operative persistent/symptomatic seroma and wound management. Patient risk factors may include diabetes, smoking, age, malnutrition, immunosuppressive therapy, post-operative instruction noncompliance, and hygiene. Medical records that indicate mesh ¿movement¿ or that the device led to a recurrence may reflect a recurrence as a function of a patient¿s poor tissue quality leading to fascial dehiscence or loss of anchorage of fixation, or may be related to the hernia type, individual patient comorbidities, and technical and procedural aspects of the repair. These factors include but are not limited to, fixation type, mesh shape/sizing used, and defect closure decisions. Additionally, a new, unrelated hernia can occur but may be referred to as a recurrent hernia. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision/re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing and sterilization records verified that the lot met all pre-release specifications. Section c1: name: plus antimicrobial product coating manufacturer/compounder: w. L. Gore & associates, inc. Lot number: 15634455 additional manufacturer narrative: the plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (g/cm3)]. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
B7: added medical history. H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: (B)(6)2008 [missing records: records for ventral hernia repair with gore® dualmesh® plus biomaterial were not provided]. (B)(6)2008: [facility ni]. Implant record. Doctor: (B)(6). Ventral hernia. 15 cm x 14 cm. Implant sticker. Gore dualmesh® plus biomaterial. Ref catalogue number: 1dlmcp04. Lot batch code: 05563162. W.l. Gore & associates. The records confirm a gore® dualmesh® plus biomaterial (1dlmcp04/05563162) was implanted during the procedure. Records span (B)(6)2008 to (B)(6)2008. It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence. The gore® dualmesh® plus biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.